Event description:
It was reported that the leads migrated per imaging and with program optimization, the patient felt pain coverage more in the legs than the lower back. It was also noted that there was drainage at the incision site. The patient was administered antibiotics and underwent a lead revision procedure. The implantable pulse generator (ipg) pocket was also washed out due to concerns of infection. The patient was doing well postoperatively, and the devices remain implanted and in use. Additional information was received that the spinal cord stimulation (scs) system was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7169728 UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6) batch: 801789 UDI: (B)(4).

Event description:
It was reported that the leads migrated per imaging and with program optimization, the patient felt pain coverage more in the legs than the lower back. It was also noted that there was drainage at the incision site. The patient was administered antibiotics and underwent a lead revision procedure. The implantable pulse generator (ipg) pocket was also washed out due to concerns of infection. The patient was doing well postoperatively and the devices remain implanted and in use.

Event description:
It was reported that the leads migrated per imaging and with program optimization, the patient felt pain coverage more in the legs than the lower back. It was also noted that there was drainage at the incision site. The patient was administered antibiotics and underwent a lead revision procedure. The implantable pulse generator (ipg) pocket was also washed out due to concerns of infection. The patient was doing well postoperatively, and the devices remain implanted and in use. Additional information was received that the spinal cord stimulation (scs) system was explanted.